Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent stress urinary incontinence, cystocele and rectocele. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that coloplast t sling was implanted on (B)(6) 2012 due to stress urinary incontinence and pelvic organ prolapse. It was reported that the patient had a endometrial ablation and tubal ligation in 2010. (B)(4).

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, bowel problems, recurrence, vaginal scarring and other. It was reported that the patient underwent explants on (B)(6) 2012. (B)(4).